Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) stopcock in blister packs leaked. During patient infusion, there was a "loose and disconnected" connection between the stopcock and an unspecified t connector; which resulted in a blood and fluid leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5, d10 (update to concomitant product). Correction b5: (remove blood leak). Change to: leakage of re-hydration fluid and blood backflow. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.